Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a continuous primary audible alarm. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information:a corrective and preventative action has been opened to address the reported issue correction: a review of the event history log identified primary audible alarm post.

Manufacturer narrative:
Additional information was received indicating that the problem occurred prior to patient use; there was no patient injury. One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "primary audible alarm bgnd test" messages. To further investigate, a power up test was performed. Customer problem was not duplicated. The intermittent of the error could not be determined. The speaker was replaced as a preventative measure.